Event description:
Pt underwent cervical steroid injection. The injection was administered on the first pass without any documented complication. On (B)(6) 2019 the pt reported left arm weakness. CT ordered and pt, outpatient CT of cervical spine w / contrast, myelogram-central-cord expanded from c4-c7, likely an intramedullary hematoma. There is a 3mm needle fragment dorsal to the cord at c6-c7. Pt admitted for observation. FDA safety report ID# (B)(4).